Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure this right atrial (ra) lead exhibited loss of capture (loc). The pacing system analyzer (psa) psa testing in the atrium demonstrated loc. The same ra lead with the same cable was placed in the right ventricle and loc was noted. The physician tried with a second ra lead and got the same problem, the physician decided to just keep the pacemaker and when the pacemaker was connected, had capture. The first ra lead was never used. No patient adverse events were reported.

Event description:
It was reported that during an implant procedure this right atrial (ra) lead exhibited loss of capture (loc). The pacing system analyzer (psa) psa testing in the atrium demonstrated loc. The same ra lead with the same cable was placed in the right ventricle and loc was noted. The physician tried with a second ra lead and got the same problem, the physician decided to just keep the pacemaker and when the pacemaker was connected, had capture. The first ra lead was never used. No patient adverse events were reported.

Event description:
It was reported that during an implant procedure this right atrial (ra) lead exhibited loss of capture (loc). The pacing system analyzer (psa) psa testing in the atrium demonstrated loc. The same ra lead with the same cable was placed in the right ventricle and loc was noted. The physician tried with a second ra lead and got the same problem, the physician decided to just keep the pacemaker and when the pacemaker was connected, had capture. The first ra lead was never used. No patient adverse events were reported.